Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an abrasion and chaffing under the back therapy electrodes. The patient reported that their physician had prescribed her an antibiotic cream and advised her to use a bandage over the irritation. There was no alleged device malfunction. Follow up indicated that the patient's irritation was improving.